Manufacturer narrative:
Refer to manufacturer report # 2029214-2020-00204 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two apollo catheters were entrapped and broke inside the patient. The patient was undergoing surgery for liquid embolization in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. It was reported that after 30-40 minutes of injection, the catheter was removed from the patient. The first apollo catheter (pli10) broke in the patient's neck, but needed no intervention. The second apollo catheter (pli20) broke in the internal carotid artery (ica). Two types of snares were deployed in an attempt to remove the broken piece of catheter, however the healthcare provider (hcp) was only able to pull the piece from the ica to the eca and cca. The hcp then deployed a carotid stent to jail the catheter to one side. It was noted there was no friction/difficulty during injection, no force applied during delivery or removal, no vasospasm, and the catheters were not stuck in the guide catheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include onyx18.

Manufacturer narrative:
B5: event description - additional information d10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the apollo was found separated on the distal shaft segment near the proximal shaft fuse joint. Approximately 24.4cm of the apollo distal floppy length was separated and not returned for analysis. It was reported that separated segment of the apollo remains within the patient. The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching, and necking). Onyx residue was present within the apollo hub. No bends or kinks were found with the apollo catheter body. No other anomalies were observed. Based on the returned device analysis, we were unable to determined the the cause for the ¿catheter entrapment". The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching, and necking) which indicates that the apollo separated as the tensile strength of the tubing material was exceeded. It was reported the apollo distal tip was entrapped within the onyx cast causing the catheter to separate as it is likely excessive force was applied during removal. It is likely the apollo micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. Customer reported no vasospasm and no friction or force applied during removal or delivery. Information regarding onyx reflux was not reported; therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The treatment was type 4 dural arteriovenous fistula (davf). The first apollo catheter embedded in the onyx cast. The was not any future plans to retrieve the catheter tip. The patient is doing well. There was not any adverse events has been reported. There was not any note of vessel calcification. The apollo catheters flushed as indicated in the IFU. No damaged noted on any of the devices.